Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope has a communication error 216. This issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the reported failure of error code e216 was attributed to a failure of the plug unit. During technical service evaluation, both the charged coupled device and printed circuit board were verified to be functioning within specifications. Regarding the investigation finding of error b30 a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.